Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that impella cp was implanted successfully, and after impella rp flex was implanted both in the right groin. There was bleeding around the purse sutures with pressure held. Extra suture was placed and oozing resolved. The patient expired on support.

Manufacturer narrative:
The investigation for the reported major bleed has been completed. The root cause of the injury is most likely use related since extra suture placed and oozing resolved.